Event description:
The customer reported to customer service that the adapter would not power her breast pump. Upon receipt of the product on (B)(4) 2012, a breach in the transformer housing was discovered.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to f/u with the customer to get add'l complaint info, including a final attempt by letter, were unsuccessful. Though the customer originally reported that the power supply would not power her pump, when the product was received, a breach in the housing was noted and confirmed through a product eval. This type of failure is typically associated with dropping the unit onto a hard surface on other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601 - 1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated ((B)(4)) in order to determine root cause and will continue to be monitored. Should add'l info be received, resulting in new, changed, or corrected info, a f/u report will be filed at this time. Eval summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0.0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured 12 kilo ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is not normal and indicates that the thermal fuse did blow.